Manufacturer narrative:
A field svc engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller was broken off. As indicated, this device has been identified as part of a prod recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device door roller was broken off. The device was returned to the biomedical dept with a note that stated, "front lever and lockout switch." No info was provided; however, it was reported that there was no pt involvement. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.